Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately four months post-implant, the patient complained of feeling discomfort and tenderness around their implanted device. The patient also indicated that they sometimes have sharp pains near the top of the device. It was further reported through follow up with the patient's clinic that the physician did not think an x-ray would be necessary and no further information was received. It was further reported that the ICD system was explanted due to infection and erosion. No further patient complications have been r eported as a result of this event.